Event description:
Customer stated that once in a while they get a burst of insulin and drops to 40. They have been off the pump for a week and half per doctors instructions. Stated that they are not going on the pump for another month. Reported that their abdomen was black and blue and md wanted them off the pump reported that they went a week with blood at the site. Stated that they were switching sets twice a day. Stated that they were having bgs at times and was worried the no delivery alarm was not working. Troubleshooting performed and pump appeared to be functioning properly. ,